Event description:
The rptr stated that rptr did meter to meter comparis0n tests. Rptr's meter reading was 200 mg/dl, and the dex meter read 86 mg/dl. Specific info on the testing was not given. Rptr did not have any symptoms. Control testing results were in range, 141, 140, 132 (105-158). No harm was alleged. Attempts to reach the rptr for further info have not been successful.